Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source monitor was showing a e200 error and the front lights were blinking. There were no reports of patient harm or injury.

Event description:
Olympus, received additional information, from the customer. That the issue occurred, during a diagnostic colonoscopy. Which was delayed by 30 minutes, while the patient was under general anesthesia. The procedure was not completed with the same device. There were no reports of further patient impact.

Manufacturer narrative:
This report is being supplemented, to provide additional information from the customer. The following fields have been updated: b1, b2, b5, e2, e3, g2, h1, h4, h6, h10 and h11. This report has been submitted, by the importer under this MDR report number 2429304-2024-0000457.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the procedure was delayed due to the error message e200 and the front panel blinking. Furthermore, per the instruction manual e200 error code is likely due to the light source has broken down. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.